Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the unit was being used on a patient, the monopolar cable burst into flame, just like a match igniting then the flame went out immediately. The cable was burnt at the junction between the cable and the connector and the flame broke the cable into 2 pieces. The cable and the equipment was changed and the procedure was completed. There was no patient injury.